Event description:
It was reported that during a procedure, the jaws of the device did not open. To resolve the issue and complete the case, a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI #), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the instrument handle was actuated, releasing the instrument jaws and freeing the one clip. The instrument cycled without binding. The driver was found to return, freeing the jaw cams upon full handle actuation. The handle returned to home position. The instrument was applied to test media and the remaining clips were fired. The clips loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the jaws of the device did not open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handles completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.